Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient friend reported unknown side rupture. Device remains implanted.

Event description:
Patient friend reported left side rupture. Patient later reported "left breast is much softer and causing me pain" "ruptured and leaked all into my breast and surrounding areas" "very concerned throughout this process and has affected my mental health badly and l am having recurring nightmares" " "I¿m extremely stressed and upset". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, b3, b5, b6, d1, d2a, d4, d6a, h4, h6.

Event description:
Patient friend reported rupture. This record relates to the left side. Device remains implanted.